Event description:
Customer reached out to saalt on 11/4/2020 letting us know she couldn't reach her saalt cup. Saalt replied with removal tips, a video with additional removal tips, and offered our phone number to call if she needed additional assistance. Saalt followed up with the customer several times on 11/4/2020 and again on the morning of 11/5/2020. The customer stated she could still not reach her cup and had made an appointment with her medical provider for the morning of (B)(6) 2020. Following her doctor's appointment, the customer responded letting us know the doctor provided some medicine for her since the cup was in for longer than recommended and she had some irritation in her vaginal canal. Saalt followed up with additional questions on 11/6/2020 and offered a refund for the purchase of her cup. Customer replied on 11/09/2020 and let us know she had her cup inserted for about 10 hours before she began to initially try and remove it. She attempted squatting, gently bearing down, and could not pinch the base to release the seal. She could reach the stem of the cup, but was not able to get her fingers around the base. She ended up seeking medical care for the removal of her cup and they threw her cup away at the doctor's office. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."